Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The assignable cause was determined to be a use error. The crack in the knit line of the minicap is user error or over-tightening of the minicap on the transfer set luer. A crack propagates when the minicap is over-tightened onto a transfer set luer or excessively squeezed on both sides of the minicap. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for connecting the minicap. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was found to be cracked. The patient did not notice that the cap was cracked until after they put it on. The crack was described as being very small. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Functional testing, pressure testing and a visual inspection were performed and identified a surface crack in the knit line of the cap. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.